Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty removing sheath from the catheter is confirmed. One 5 fr dl powerpicc solo catheter and one section of a 5 fr micro introducer sheath and tab were returned for investigation. The red peel tab was observed to have a complete ring around the catheter. The corresponding peel tab was not returned. The micro-introducer tab could not be removed from the catheter without withdrawing the catheter from the orifice. Microscopic observation of the split surface revealed an uneven material peel. The material properties may have contributed to the uneven peel; therefore, the complaint is confirmed and the cause appears to be manufacturing related. The photos of the sample were forwarded to the manufacturing facility for further evaluation. Reynosa evaluation: complaint due to ¿difficulty removing sheath from the catheter¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual and functional testing performed at vad lab the following was concluded: the sheath was observed fully peeled; however, one side of the red tab was found to be inserted on the catheter shaft. A closer view revealed a complete ring around the catheter and an uneven break on the red tab and wrinkles or deformation on the gray sheath as well. This condition was caused during molding process. Therefore, the cause of this condition is manufacturing related. Also, as part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation. A lot history review (lhr) of reeq2355 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "peel away sheath whereby the PICC hung on a piece of the peel away and wouldn¿t pass." Additional info rcvd 08/04/2020. What type of catheter securement was utilized? "1295108d" was there patient harm reported?: no patient harm. On 09/30/2020, the returned sample exhibited an improper peel of the sheath.